Event description:
On 05/08/1998 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. On 05/09/1998 the pt returned to the hosp complaining of right groin pain. A 1.75cm pseudoaneurysm was identified, and ultrasound guided manual compression was attempted with reduction, although not resolution, of the event. The pt remained hospitalized and underwent ultrasound guided compression on 05/14/1998, and was discharged to home on 05/15/1998. Follow-up with the physician on 05/22/1998 showed that the pt had returned to work and normal activities without futher complaints of discomfort. There has been no report to the MFR of further complication or pt sequelae.